Event description:
A positive advia centaur xp rubella g result was obtained on a patient sample and considered discordant when compared to the patient's previous test history and a negative alternate test method result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp rubella g result.

Manufacturer narrative:
The cause for the positive rubella g test result when compared to a negative alternate test method test result and the patient's previous test history is unknown. Siemens has inquired if the patient's sample is available for further investigation. There were no other discordant rubella g patient results reported by the customer at the time of the incident. No conclusion can be drawn. The instruction for use (IFU) states in the intended use section: "the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer."